Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra resilia valve, during valve deployment the 26mm commander delivery system balloon ruptured likely due to calcium in the stj. During balloon removal the balloon became stuck at the insertion site in the femoral artery. Vascular surgeon did a cut down and repair. Patient stable.